Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on (B)(6) 2019. Report of a case from literature. Literature ref: carty et al. (2011) lead author matthew carty. Us case. Cause of death: progressive clinical decline, advancement of alcl.